Event description:
It was reported via repair work order that the head end lift was elevated and won't lower due to malfunction lift power coil cable and cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.